Manufacturer narrative:
(B)(4). The complaint device is en route to the manufacturer. We will provide a follow up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rt236 breathing circuit failed the leak test on a ventilator and that a hole was observed in the circuit. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: the returned rt236 infant breathing circuit was pressure tested and visually inspected for damage. Results: the performance test showed no defect with the complaint circuit as it peformed normally within specification. No physical damage was noted to the circuit. A lot check revealed no other complaints of this nature for lot number 091116. Conclusion: we could find no fault with this circuit. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. The rt236 user instructions state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that an rt236 breathing circuit failed the leak test on a ventilator and that a hole was observed in the circuit. This was found before patient use.